Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to blood glucose. Customer declined to provide further information and declined troubleshooting beyond instructions on how to place the pump in storage mode. Reportedly, customer is no longer using the pump.